Manufacturer narrative:
B3. Date of event - correction - event date was incorrectly submitted.

Event description:
Per the physician, the patient had been discontinued from their medication by the staff at the care facility. The physician spoke with the facility and stated it was important the patient remain on the medication. It was stated that the generator battery being low may have also contributed to the increased seizures. Per the physician, a combination of the discontinued medication and low battery likely lead to the increased seizures. No additional relevant information has been received to date.

Event description:
It was later reported that the patient generator is at neos and the patient is having increased seizures. It was noted that patient is being referred for replacement and may have a full revision performed. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported the patient had a battery replacement. The explanted generator was discarded after surgery. No additional relevant information has been received to date.